Event description:
It was reported to boston scientific corporation that a leslie parachute stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during unpacking of the device outside the patient, one of the basket wires was broken. There were no known issues with the device packaging and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be no issues.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Reported event of basket wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual assessment of the returned leslie parachute stone retrieval basket was performed and residue was noted. It was found that one of the basket wires was bent and was detached near the tip, and the distal remnant of the detached basket wire was retained within the notched cannula. The other basket wires were intact and were not bent. However, the outer sheath was bent at approximately 50cm from sheath hub. A functional evaluation was performed and was found that the basket would open and close when the handle was actuated. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Therefore, taking into consideration these factors and the analysis performed in the returned device, the most probable root cause will be ¿handling damage.¿

Event description:
It was reported to boston scientific corporation that a leslie parachute stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during unpacking of the device outside the patient, one of the basket wires was broken. There were no known issues with the device packaging and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be no issues.